Manufacturer narrative:
Age at time of event 18 years or older.

Event description:
It was reported that the catheter stuck in the stent occurred. The approximately 10 mm in length, approx. 3.6 mm diameter target lesion was located in the moderately tortuous and non- calcified distal of left circumflex artery (lcx). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), the device was inserted into the blood vessel after a 3.5/12mm synergy was placed. After which, post intravenous ultrasound (ivus) was performed. However, after imaging was completed, when the device was being removed, resistance was felt. When it was checked, the opticross imaging catheter was found to be stuck in the stent that was placed. Furthermore, the physician thinks that the opticross was not coaxial with the guidewire that resulted in the angled guidewire exit port which interfered with the stent. No stent malapposition was observed. The stent was well apposed against the vessel wall. The catheter getting stuck was resolved by straightening slack of the guidewire, then the opticross was removed from the patient. The procedure was completed with another of same device. No patient complications were reported and the patients current condition is good.

Event description:
It was reported that the catheter stuck in the stent occurred. The approximately 10 mm in length, approx. 3.6 mm diameter target lesion was located in the moderately tortuous and non- calcified distal of left circumflex artery (lcx). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), the device was inserted into the blood vessel after a 3.5/12mm synergy was placed. After which, post intravenous ultrasound (ivus) was performed. However, after imaging was completed, when the device was being removed, resistance was felt. When it was checked, the opticross imaging catheter was found to be stuck in the stent that was placed. Furthermore, the physician thinks that the opticross was not coaxial with the guidewire that resulted in the angled guidewire exit port which interfered with the stent. No stent malapposition was observed. The stent was well apposed against the vessel wall. The catheter getting stuck was resolved by straightening slack of the guidewire, then the opticross was removed from the patient. The procedure was completed with another of same device. No patient complications were reported and the patients current condition is good. Device evaluated by MFR. The device was returned for analysis. The unit returned has an unknown wire stuck.the device was received with a wire loaded, it was release without issues. The wire has a kink in the distal section. There was no damage observed on the distal tip or guidewire exit port assembly. A kink was observed in the imaging window assembly in the distal end. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown.

Manufacturer narrative:
Age at time of event 18 years or older.